Event description:
The customer reported that their AED was displaying "battery replace now warning" and the product is past it's expiration date. The reported event did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.